Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had blank display. The blood glucose level was at 9.4 mmol/l the time of incident. Customer stated that the insulin pump was not exposed to moisture. Customer states the contacts on the battery cap are neither missing nor damaged. Display did not return after pump restart. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with a blank display anomaly due to battery tube power connector not fully connected into electrical board. Unable to perform functional test including self test, sleep current measurement, active current measurement and displacement test due to blank display.